Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to another device (onetouch ultrasmart). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. It is not known when the alleged inaccuracy issue began. The patient reported obtaining a blood glucose result of ¿323 mg/dl¿ with the subject meter and ¿283 mg/dl¿ with another device. The tests were performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. During the initial call, the patient informed the customer service representative (csr) that she manages her diabetes with self-adjusted insulin. During the follow-up call, the patient stated that an unknown time prior to the alleged inaccuracy issue, she developed symptom of being ¿non-responsive¿. In response to her symptom, the patient claimed that emergency medical services (ems) was contacted and a blood glucose result of ¿46 mg/dl¿ was obtained with their device. The patient reported receiving treatment of glucose gel and soda toast by ems. During the follow-up call, the patient attributed the onset of her symptom to a ¿severe insulin reaction¿ caused by administering too much insulin based on an inaccurate high result. At the time of troubleshooting, the customer services representative (csr) noted the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/19/2015). The patient¿s meter has been returned on 1/27/2015 and evaluated by lifescan product analysis on 2/6/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.